Event description:
Caller reported a comparable results of 0.9 mmol/l and 4.8 mmol/l on her compact plus system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). Absent the device lot number, manufacture date cannot be determined.